Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03068. Related manufacturer reference number: 3006705815-2019-03069. Related manufacturer reference number: 1627487-2019-09145. Related manufacturer reference number: 1627487-2019-09146. It was reported that the patient experienced an infection at the lead and ipg sites. As a result, the patient underwent surgical intervention wherein the scs system was explanted. Follow-up indicated that the patient was given IV antibiotics.